Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. Reportedly, the pump had an intermittent power issue. Additionally, the battery compartment was cracked, there was moisture in the battery compartment, and there was damage to the metal contacts on the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/17/2015 with the following findings: a review of the black box did not find any unexplainable reboots. Visual inspection revealed that the battery compartment was cracked and that there was moisture corrosion inside the battery compartment and on the underside of the battery cap. The battery cap contacts were within required specifications. The battery cap was able to secure to the pump and maintained electrical connection. The battery cap was unscrewed a half turn with no power loss occurring. Leak testing revealed a leak at the battery compartment crack. The pump powered on normally and successfully completed a rewind, load, and prime sequence with no power issues. The pump was exercised for 24 hours with no power interruptions occurring. The pump casing was removed and no internal defects were found. The complaint of a power issue could not be confirmed or duplicated on investigation. (B)(4).